Event description:
It was reported that the right ventricular lead exhibited high capture threshold. There were no other electrical anomalies. The lead was explanted and replaced successfully. The patient was stable throughout the procedure.